Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller in carrying out the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears. No further action was required as the customer acknowledged understanding of the instructions.